Manufacturer narrative:
A medtronic representative went to the site to test the equipment and verified the system was operational. The representative checked and collected logs. The representative found that if the umbilical/interface cable is disconnected, the image acquisition system (ias) may fail to stand alone mode even when the mobile view station (mvs) is reconnected. The ias connection port for the umbilical was loose, and was almost pulled out of the cable lock on the mvs. The representative tightened the socket on the ias, removed and reseated the umbilical at the mvs and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while preparing for a case the imaging system was having difficulty booting. It was stuck on the "booting" wait screen and the site had to reboot it 4-5 times before it would work which cause a delay to the start time of the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Correction: (B)(4).